Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this lead was an attempted right ventricular (rv) implant. When initially attempting to affix the helix it was observed to extend only slightly. The stylet was removed and replaced with an alternate shape and additional rotation of the helix was performed until it was approximately half extended. As the lead seemed to be secured, measurements were attempted but noise appeared and no measurements could be obtained. The pacing system analyzer (psa) cable was tested on the atrial lead and found working normally. Suspecting a lead issue, the physician extracted the lead and implanted an alternate without consequence. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The reported noise and inability to obtain measurements are consistent with laboratory analysis findings of lead fracture.